Event description:
The advia 1650 instrument has the potential for reporting incorrect results and influencing pt care negatively. This is due to a system anomaly that allows an incorrect reagent blank value to be applied to tests still in the queue after the reagent pack has been swapped out automatically. This swapping out and the affect on the queued assays is only relevant when automatic pack switching is enabled in the software. While activation of this feature is at the user's choice, the potential for incorrect results exists.